Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had received this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Customer¿s blood glucose was unknown. Customer stated that alarm occurred 2 times and displacement test was passed. Customer also stated that during self test battery failed alarm occurred. Insulin pump will not be returned for analysis.